Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left main coronary artery (lmca) using a penumbra system ace 68 kit. During the procedure, while attempting to retract the penumbra system ace 68 reperfusion catheter (ace68) within the penumbra system 3max reperfusion catheter (3maxc) under aspiration, the ace68 became stretched. Therefore, the ace68 was removed. The procedure was completed using a new ace68 and the same 3maxc. There was no report of an adverse effect to the patient.